Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcification is a structural deterioration of bioprosthetic valves in which structural deterioration is listed in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that this patient with a 33mm 7300tfx which was implanted four years and four months ago, underwent redo mitral valve replacement due to prosthetic mitral valve stenosis. This (B)(6) year old male patient who was status post mitral valve replacement in 2013 for enterococcus faecalis native mitral valve endocarditis from IV drug abuse. He has past medical history of hepatitis c, anxiety, acute kidney injury, hypertension, opioid dependence in remission, and depression. He presented with acute heart failure symptoms. Preop echo revealed severe prosthetic mitral stenosis with a mean gradient between 15 and 20 mmhg. Intraoperatively, the 33mm mitral valve was very calcified and stiff. All leaflets were almost fixed. There was some fibrinous exudate on the undersurface of one of the cusps on the ventricular side, but there was no obvious evidence of infection. The valve was removed and replaced with another 33mm 7300tfx valve. Then tee echo showed significant mitral insufficiency, and there was a solid structure within the orifice of the mitral valve. The surgical team realized that, in concentrating on the broken suture, they did not remove the remaining portion of the seating apparatus. The patient was re-place in cpb to arrest the heart. The left atrium was opened and the device was removed. The patient was once again weaned off from cpb with good function, but there was a moderate perivalvular leak in the region at 5 o¿clock where the broken suture had been. It was obvious that is did not get pulled down enough when it was retied. At this point, the heart was re-arrested again. Retraction was gained and 2 pledgeted 2-0 ethibond sutures were placed in this region, incorporating the atrial wall and the sewing skirt. The atriotomy was then reclosed. Then patient was weaned from cpb without difficulty and tee echo showed a well seated valve without leak. The patient was decannulated without problems and tolerated protamine well. The wound was closed. The patient taken to the ICU in critical but stable condition. No complications. Patient was discharged on pod# 6.